Event description:
Patient was in pacu, post anesthesia care unit, following surgery. Patient became restless and combative, flailing in bed. Left leg caught IV, intravenous, tubing. Tubing separated in 2 areas. One separation occurred at port to spike IV bag and second separated at bottom of filter drip chamber.